Event description:
Customer reported hospitalization due to high blood glucose. Customer discovered bent cannula and reservoir was not connected properly. The current blood glucose reading is 78 mg/dl. The blood glucose reading at the time of the event was in 500 mg/dl range. Customer experienced dry mouth. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.